Event description:
Pt had second mesh implanted "on top of" first mesh to repair add'l hernias. Has fluid build up between the two meshes and abdomen is very tender and bloated. Second surgeon did an MRI and found no definitive results.

Manufacturer narrative:
No prod returned for eval. Therefore, no conclusion can be drawn.